Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. One device was returned for investigation. The device was received in with a faulty printed circuit board (pcb) and leaking from block assembly. The device contains wear and tear on the enclosure, line cord, drain fitting and pole clamp assembly. The device was plugged into a power source and was attempted to turn on. The device did not power on as expected and it was found that the device was not working due to the connection between the power switch and pcb is damaged which is a design issue. No action was taken as the device was deemed beyond economical repair. The device will be scrapped. This issue is being monitored under an internal CAPA for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
It was reported that the device does not power on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.